Event description:
It was reported that the patient presented via remote transmission. Upon review, the right ventricular lead exhibited low pacing impedance and noise. The noise was not reproducible in clinic. Programming changes were made. The patient was stable and would continue to be monitored.